Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for spinal pain. It was reported that the patient reported when attempting to get a bolus, they were unable to get a bolus as their personal therapy manager (ptm) showed code 8476 meaning a motor stall occurred. The patient confirmed the did hear a dual tone alarm this morning (B)(6) 2020.  It was unknown what may have led or contributed to the issue.  No diagnostics or troubleshooting was performed as the ptm had motor stall code.  Considerations were reviewed. The patient was redirected to their hcp to further address the issue.  The patient was seeing their hcp on (B)(6) 2020 to be programmed to minimum rate and scheduled for replacement. No surgical intervention was performed, but surgical intervention was planned but not yet scheduled.  No symptoms were reported. It was noted the event was not resolved at time of report.  The patient's status at time of report was alive-no injury.  The patient's weight and medical history were unknown, but would be followed up for.  The event date was (B)(6) 2020.  No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the device was replaced on (B)(6) 2021 . The customer discarded the pump. The patient's weight and medical history was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2021. It was reported that the patient pump was replaced on (B)(6) 2021 because the pump was broken and quit working a couple of weeks prior.